Manufacturer narrative:
The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a prime (load step malfunction) issue. Reportedly, the pump was priming the tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step.

Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the black box indicated one ¿no cartridge detected¿ warning on (B)(4) 2016 in addition to multiple ¿loss of prime¿ warnings. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no issues occurring. The force sensor calibration was within required specifications. The pump was opened and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.